Event description:
Facility treated pt's nose and right side of face with the candela gentle yag laser. Treatment resulted in blistering and burns causing per. Scars and permanent damage. Candela smooth laser treatments used for 10 month treatment-did not remove the scars or burn marks on nose and right side of face.